Event description:
Programming history that had been downloaded from a physician programming system was returned to the manufacturer. While reviewing the programming and diagnostic data from the physician's programming system, a faulted system diagnostic test was identified (on (B) (6)2008). The faulted test set the patient's programmed parameters to unintentional settings. The patient's device was then interrogated, and the incorrect settings were verified. At the next visit ((B) (6)2008) within the programming history, the device was again interrogated, and again confirmed the incorrect settings, verifying that the patient had left the office visit in which the settings were inadvertently changed. The patient had the settings reprogrammed back to what appear to be the intended settings at the (B) (6)2008 visit.

Manufacturer narrative:
Analysis of programming history.